Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump experienced a constant alarm for upstream occlusion when there is no occlusion¿ was confirmed through the device event log/alarm history. The probable cause was high alarm displayed: upstream occlusion. The upstream occlusion sensor was replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd solis hpca pump experienced a constant alarm for upstream occlusion when there is no occlusion. The malfunction represents a potential risk if it were to recur during therapy and that could lead to interruption of infusion or therapy delivery. There were no patient involvement and no harm reported.